Event description:
It was reported that after an unspecified procedure, arteriotomy closure of the femoral artery was attempted using a perclose proglide device. Reportedly, the device had failed with a suture malfunction. A second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received: it was reported that after a diagnostic procedure, arteriotomy closure of a mildly calcified common femoral artery was attempted using a perclose proglide device. Reportedly, during suture retrieval, a suture malfunction occurred causing a device deployment failure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. The common femoral artery was reportedly mildly calcified. The perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established, in patients with femoral artery calcium which is fluoroscopically visible at the access site. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all additional relevant information.